Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving a spiked proximal rod was reported. The event was confirmed. Method & results: device evaluation and results: the retractable pin on the proximal rod assembly had fractured medical records received and evaluation: medical factors were not relevant on the reported event. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that fracture occurred, suggesting that it may have been an off axis overload during impaction. This was most likely with more than 10 years of use.

Event description:
It was reported that while impacting tibial cutting guide the head of the fixation pin broke.

Event description:
It was reported that while impacting tibial cutting guide the head of the fixation pin broke.